Manufacturer narrative:
(B)(4). Evaluation: device was not returned for evaluation. Conclusion: inconclusive, investigation on-going. The device is a synthetic device made from (B)(4). Injuries such as pain, mesh erosion, infection, incontinence, fistula formation and dyspareunia are documented risks associated with the polyform device - reference design fmea and polyform product insert (instructions for use).

Event description:
Proxy biomedical was notified on the (B)(4) 2014 via email by the polyform distributor (B)(4) that they have received a complaint on the (B)(6) 2014 regarding a polyform product from a patient's legal representative. The complaint states that following implant of polyform mesh the patient suffered an injury. The date of implant of the mesh is (B)(6) 2008. The patient is identified as "(B)(6)". The patient's date of birth is unknown; her weight and height details have not been provided. The hospital where the implantation procedure took place is known to be the (B)(6), USA. The physician who treated the patient is dr (B)(6), contact number unknown. The implant involved in this complaint is a polyform synthetic mesh - the part number is a 10x15cm or 15x20cm; the lot number is unknown.